Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarms cassette not attached. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Event log showed history of cassette not attached properly alarms. There was no prior service history. To the device. Replaced latch flex cable. Device recognizes cassette attachment. Performed verification tests and upon further investigation device fails downstream occlusion (dso). Replaced dso sensor, dso seal, dso bezel, device passed all test criteria. Updated software.